Manufacturer narrative:
Qn#(B)(4). No sample wil be returned for evaluation.

Event description:
It was reported the customer has found the psi's have been clotting off while the perfusionist is taking one unit of blood before heart case. This has been occurring since (B)(6) 2016. They have been using this line for over ten years without a problem. No other factors have changed. In the most recent case, the line is much slower to fill the bag and remaining blood in tubing after blood is taken. Perfusionist stated the lines feel different, are more rigid, stiff, and the flow rate has decreased. The tubing on the line is also stiffer and course. There have been delays in treatment and no patient deaths or complications reported.